Manufacturer narrative:
Additional information: section d.6b. The recipient is being discharged from rehab and is doing well. This recipient's issues are not believed to be device related. The recipient will be followed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly was hospitalized following initial implant surgery due to dizziness, vomiting, and nausea. A CT revealed no anomalies. The recipient is in a rehabilitation facility receiving physical therapy and improving.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.